Manufacturer narrative:
Please note corrections to d9/h3, the product was returned and inspected and thus the conclusion was revised. The reported event could be confirmed, since the device was returned for evaluation and matches the alleged failure mode. The device inspection revealed the following: the received lag screw adapter showed severe signs of deformation and mishandling. The outer sleeve carried significant scratch marks. The pegs were found to be deformed as well. In the inner sleeve, one starting thread was found to be broken. The fracture surface indicates towards a brittle fracture. All the signs indicate that the lag screw adapter was subjected to impact loading. Furthermore, a hardness test according to rockwell on the returned item indicates the material being in accordance with the values in the material specification. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Based on the above investigation the root cause of the failure is determined to be user related. There was definitely impaction done on the adapter evident by the nature of deformation and breakage. Most likely the adapter got stuck with the lag screw while inside the patient, hence for removal excessive load was applied. If any additional information is provided, the investigation will be reassessed.

Event description:
It was reported "the thread of the inner part broke off intraoperatively. Replacement was available. A surgical delay of 1 minute was reported."

Manufacturer narrative:
Upon completion of the investigation, additional information will be provided in a supplemental report.

Event description:
It was reported "the thread of the inner part broke off intraoperatively. Replacement was available. A surgical delay of 1 minute was reported."

Manufacturer narrative:
Correction: please refer to d9/h3 the reported event could not be confirmed, since the device was not returned for evaluation and no other evidence was provided. A device inspection was not possible since the affected device was not returned and no other evidence was provided. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If any additional information is provided, the investigation will be reassessed. H3 other text : device disposition is unknown

Event description:
It was reported "the thread of the inner part broke off intraoperatively. Replacement was available. A surgical delay of 1 minute was reported."